Event description:
It was reported that during a stenting treatment procedure, the stent prematurely deployed. The target lesion being treated was located in the carotid artery. A 8.00x21mm carotid wallstent delivery system was being advanced through a 6f non-bsc sheath however there was heavy resistance. The carotid wallstent was removed and it as noted that the tip of the stent had partially deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a stenting treatment procedure, the stent prematurely deployed. The target lesion being treated was located in the carotid artery. A 8.00x21mm carotid wallstent delivery system was being advanced through a 6f non-bsc sheath however there was heavy resistance. The carotid wallstent was removed and it as noted that the tip of the stent had partially deployed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was fully mounted on to the stent delivery system. No issues were noted with the profile of the device. During analysis, it was possible to insert the device through a recommended size 5 french introducer sheath. Measurement of the distal end of the outer sheath found that the outer diameter meets specification. During analysis, it was possible to fully deploy the stent without issue and no issues were noted with the profile of the deployed stent or the inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).